Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received low battery power error detected. The customer¿s blood glucose level was 69 mg/dl at the time of the incident. Customer was hospitalized because of her mental illness, she was also having low blood glucose but she was not using the pump for more 48 hours at the time when she got the low blood glucose. Customer was not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.